Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for normal elective replacement indicator (eri) battery status. During the device replacement procedure, it was observed that the distal df-1 connector was broken or fractured and the insulation on the rate/sense connector was damaged. The lead and device were explanted and returned to guidant for analysis.